Event description:
Five patients reportedly died twenty-one years ago in (B)(6). The reason for the five patient deaths was because the physicians were not reading instructions. Follow-up could not be obtained at the time of this report. Should additional information be received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).